Manufacturer narrative:
Hill-rom technical support found the nurse call not functioning due to the nurse call not enabled. Hill-rom technical support inserviced the account how to enable the nurse call to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call is not functioning. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).